Event description:
When pusher places on guide wire and pushed up to the stent, the stent split on "stial" end. The stent was removed and another stent was placed on the wire. Again when the pusher was pushed up to the stent, the stent split on the distal end.